Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was unable to be reviewed as we were not able to obtain the serial number for the iabp associated with this complaint.

Event description:
It was reported that the intra-aortic balloon pump (iabp) failed on a patient with stemi (st elevation myocardial infarction); a linear balloon was used. The failure mode of the iabp is unknown at this time. Additional information has been requested. No adverse event was reported.

Manufacturer narrative:
Corrected fields: (B)(4), event site name: (B)(6); event site address: (B)(6).the production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. The customer reported the iabp was unable to be repaired and has not been returned to clinical use.a getinge field service engineer (fse) was on site to perform solenoid driver board and gasket retrofit field actions. The fse replaced the solenoid driver board and gasket. The fse reported that the iabp machine was sequestered, as it recently shut off on a patient. The machine will power-up, and almost immediately shut down. The fse tried multiple times, before and after replacing the solenoid driver board. The fse could not perform calibration or functional checks on this machine, and no measurement details could be obtained. - attachment: [(B)(6)]

Event description:
It was later reported by a getinge field service engineer (fse) that the iabp shut off while in use on a patient. In addition, the customer later confirmed that no serious injury or adverse event occurred.